Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) elevated to greater than 600 mg/dl and was addressed with a manual injection. Additionally, customer had a gastrointestinal infection. Customer was hospitalized and was treated with intravenous insulin drip. Bg improved to 69 mg/dl and customer was discharged from the hospital on (B)(6) 2019. Customer reverted to an alternate method of insulin therapy.